Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently experiencing difficulty charging pump. In addition, it was reported that intermittently, the pump battery was fluctuating. Subsequently, it was reported that multiple, intermittent unexpected shutdowns occurred. There was no reported adverse impact to the customer. Customer declined troubleshooting with tandem technical support.